Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4-the device catalog number is unknown, therefore, UDI is unavailable.

Event description:
It was reported that during a hip surgical procedure the locking ring that holds the threaded metal piece in place so the liner trial can get screwed into the cup broke making the liner trial unusable. All parts were retrieved. The surgery was not significantly delayed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the locking ring that holds the threaded metal piece in place so the liner trial can get screwed into the cup broke, making the liner trial not-usable. All parts are returning. All parts were retrieved. Surgery was not significantly delayed. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the screw was fell apart from the liner, it is reasonable to conclude that the snap ring was not returned for the broken condition. The reported condition can be confirmed. Potential cause for the screw and snap ring fell apart condition and sub sequentially snap ring missing component can be attributed to unintended use error while interacting with the device by overtightening. A dimensional inspection for the unk acetabular trial was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk acetabular trial would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (lot), h3, h4.